Manufacturer narrative:
The device was not returned for evaluation. A potential root cause for this failure could be "incorrect machine set up". The lot number is unknown; therefore, the device history record could not be reviewed. Although the product code is unknown, the z300-unknown articgels pads product labeling is found to be adequate based on past reviews. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was not returned.

Event description:
It was reported that the flow rate was 1.0l/min during therapy on the arcticsun device. The patient experience shivering , and the water temperature was 6c. The pads were switched and the flow rate increased to 3.3l/min. The water temperature increased to 30c, and the patient stopped shivering. No medication was administered.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the flow rate was 1.0l/min during therapy on the arcticsun device. The patient experienced shivering , and the water temperature was 6c. The pads were switched and the flow rate increased to 3.3l/min. The water temperature increased to 30c, and the patient stopped shivering. No medication was administered.